Event description:
During index procedure four amphirion pta balloons were used to treat the right anterior tibial artery. During the index procedure, a dissection occurred in the mid ata caused by two of the devices used in the procedure. The dissection was treated with a non-mdt stent. Investigator did not assess the event for device or procedure relatedness.

Manufacturer narrative:
Results and conclusion: (dissection). (B)(4).